Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument does not grasp. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was placed on an in-house da vinci system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was installed on instrument performance tester (ipt) for additional testing and it passed. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The affected area measured approximately 1.84 in length from the distal clevis, the scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.